Manufacturer narrative:
(B)(4). Pump passed the displacement and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The original liquid crystal display board was removed and replace with a test liquid crystal display board. No anomalies was notice after battery insert. Problem isolated to liquid crystal display board. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump's backlight did not work. Customer stated insulin pump was not in low battery status. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.